Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during undefined event. A cartridge change was performed resolving the issue. Additionally, it was reported that the insulin gauge was inaccurate and occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 350-465 mg/dl.